Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 44 mg/dl. Customer took glucagon to address the low blood glucose level. There was no adverse impact to the customer's bg level due to the reported issue.